Event description:
A core pedicle screw was discovered to be broken during a follow-up visit of the pt after three (3) months post-op. The date of the screw breakage is unk. There was no scheduled additional surgery.

Manufacturer narrative:
The device history record of part number 61285-380 was not able to be evaluated because the lot number was not provided. The device master record of part series 812xx-xxx was evaluated and the changes made included replacing the existing round tip to a .125 hexagon feature. The revision of the part in question was unk because the lot number was not provided by the initial reporter and the part in question was not returned for evaluation to confirm the reported incident. It was unk if the part in question was affected with the change made on the design of the product. The photocopies of the x-ray images provided by the initial reporter confirms that breakage occurred with the part in question. The implant was inside the pt for approx 3 months. The nature of the broken screw was unable to be determined.